Manufacturer narrative:
(B)(4). The actual device product code and batch number associated with this event is not known. These following possible product codes correspond to reported possible batch numbers: product code j267h and batch # jmk776, exp. Date 10/31/2020, MFR. Date 11/25/2015; product code j266h and batch # jl7734. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of voluntary medwatch report # (B)(4). Two additional files have been created to capture the other patients. Medwatches will be sent for each. Additional information was obtained: the (B)(4) has no information about the event details, patient details, current condition of patients. She was not sure which product lot and product code was used in each patient. The reported lot numbers (jmk776 and jl7734) were found in the room and she was unsure if the product with those lot numbers were used on any of the patient. She told that all she knew was total of 3 patients were involved. She is not sure if any of the devices is available for return and that she has to check with her staff. She informed that any questions or requests regarding this matter could be resent to her via email and she would provide any information, if she gets from other resources.

Event description:
It was reported that the patient underwent a total joint /orthopedic procedure on unknown date and the suture was used. A few weeks after the procedure, the patient experienced superficial surgical site infection. The suture was removed. It was also reported that the culture test was positive with coagulase negative staphylococcus plus bacillus species or just coagulase negative staphylococcus, and may be attributed to contamination during testing. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Event date (B)(6) 2016. Additional information was requested and the following was obtained: what is the name of the procedure - see table. What tissue layer was the 0 vicryl suture used on - subcutaneous. What tissue layer was the 2-0 vicryl suture used on - subcutaneous. Can you identify which product was used on each of the 3 patients - no, not specific per patient. What date did the patient develop symptoms - see table. Was the patient incision cultured and results - see table. How was the infection treated - see table. Do you have any samples of lots jmk776 or jl7734 for evaluation - no. Did the patient show any signs of infection pre-op - no. What in the physicians opinion are the factors contributing to the event - possible closing technique issue by pa; conducted observations of staff and pa as the common denominator in all three. Where were the sutures tested - (B)(6) reference lab. Can you provide the specific testing that was performed on the suture - manual micro sterility test out of 9 sutures tested; all (B)(6) except for (one coag + (B)(6); one coag (B)(6) + bacillus species) - probable contaminant. Patient demographics: initials / ID; age; bmi; gender ¿ all females. What is the most current patient status - unknown. Addition to note for patient 1: pt. 1 (B)(6). What date did the patient develop symptoms - (B)(6) 2016. Surgery on (B)(6) 2016. Was the patient incision cultured and results (B)(6) how was the infection treated debridement; antibiotics. Initials / ID; age; bmi; gender (B)(6). (B)(6) female. No procedure name mentioned, initial event notes total joint.